Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps were observed to have arcing between the tip of the instrument and the insulated area of the wrist. A small burn in this area was visible on the instrument. A backup instrument of the same kind was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: while dissecting, the fenestrated bipolar forceps instrument was activated, and a spark appeared. Bipolar energy was activated when the arcing event occurred. The instrument was properly connected. Connections were correct and energy instruments had been used for a period prior to the reported event. The type of generator/electrosurgical unit (esu) used was erbe vio 2. The settings used on the generator are not known. The instrument was in use for approximately 20 minutes prior to the arcing event. When the arcing event occurred, the other instruments in use were the monopolar curved scissors and the tip-up fenestrated grasper. The instrument tips did not collide with any other instrument or tool during the procedure. When the arcing event occurred, the instrument tip(s) was not in contact with tissue. The instrument tip(s) did not touch any staples, clips, or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The surgeon does not know was caused the arcing event. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.